Event description:
It was reported during a routine implant, that this right ventricular (rv) lead exhibited failure to capture and pacing inhibition. The physician attempted to reposition the lead several times. The rv lead was removed, and a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during a routine implant, that this right ventricular (rv) lead exhibited failure to capture and pacing inhibition. The physician attempted to reposition the lead several times. The rv lead was removed, and a new lead implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.